Manufacturer narrative:
The field service engineer (fse) did not observe any leakage as the customer had cleaned up any leakage prior to his arrival. The fse replaced broken needle, tubing in vl57a and confirmed the needle bellows drained properly. (B)(4).

Event description:
The customer reported about 2ml of blood leaked from the bellows (needle cartridge) of their coulter lh 780 hematology analyzer while running samples. The leak was contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event. There was no death, injury, or change to patient treatment attributed to or connected with this event